Event description:
The biomed reported that the thermogard xp ivtm system (sn (B)(4) ) displayed tcmid:08 (coolant temp low) error message. Zoll representative visited the customer site to check the thermogard system, and it displayed tcmid:08 (coolant temp low) error message. Patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:08 (coolant temp low) error message," which was confirmed during the functional testing and the event log data review. The root cause of the reported complaint was a failed coolant level sensor, likely attributed to a defective component. Upon visual inspection, no physical damage was noted. The event log review indicated several tcmid:08 errors, thus, confirming the customer's reported complaint. During the self-test as a part of functional testing, the coolant pump and compressor fan stopped suddenly. This can lead to tcmid:08 errors since there is no circulation of coolant in the evaporator when the pump stops, thus, confirming the customer's reported complaint. The thermogard system was further tested by manipulating the coolant sensor unit, and the leds were going on and off. The green and yellow leds were on simultaneously at a certain point, indicating that the coolant level sensor was not functioning as intended. The failed coolant level sensor causes the coolant pump to stop and causes a tcmid:08 error in cooling mode. The coolant block with board was replaced to address the customer's reported complaint. Following service, the thermogard system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).